Manufacturer narrative:
Per the tandem user guide: to calibrate the dexcom g6 cgm, always enter the exact bg value that your bg meter displays within 5 minutes of a carefully performed bg measurement. Do not enter sensor glucose readings for calibration. Entering incorrect bg values, bg values obtained more than 5 minutes before entry, or sensor glucose readings might affect sensor accuracy and could result in you missing severe hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low", and the meter bg reading was 254 mg/dl. Reportedly, the customer did not enter a calibration within 5 minutes of testing bg. No additional patient or event information was available. A replacement sensor was sent to the customer.